Manufacturer narrative:
To re-iterate the note; dale medical products, inc. Is reporting this event at the recommendation of an FDA investigator during an inspection. This event was originally entered into our complaint database as a "customer inquiry" regarding the proper use of the dale 270 device. The facility had noticed some lip tears on pts when the adhesive portion of the device was removed. Some of the recommendations on the device labeling were not followed such as consistent use of a barrier wipe, supporting of the ventilator arm, and assessing the pts skin condition prior to use. The adhesive used in this device is the same as that used on dale device 160, nasogastric tube holder and we have never had a report of skin issues associated with that product. (B)(4).

Event description:
(Note: this event is being reported now as a result of an FDA inspection at our facility (dale medical products, inc.) On (B)(4) 2011. Our initial review of this issue concluded that this was not a reportable event. However, it was the opinion of the investigator that these were reportable. On (B)(4) 2009, dale medical received a call from a health center in (B)(6), reporting that they had 2 of 3 pts that experienced skin tears when the dale medical 270 device, adhesive portion, (et tube holder) was removed from the pts, and they wanted additional information on using the device correctly. Dale medical personnel asked a series of standard questions for this device with the following response, the user facility can not guarantee that a barrier wipe, which is included with the product, was used on the pts. The user facility does not use a device to support the ventilator tubing which is strongly recommended on the 270 device packaging. The pts were over 75 years with debilitating illness.